Manufacturer narrative:
Device manufactured between october 08, 2018 to october 09, 2018. The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and revealed spike port cap leakage from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port, back side, at the connection with the winged cap. The leak was discovered during compounding at the pharmacy. There was no patient involvement. No additional information is available.